Event description:
It was reported that the patient received inappropriate shocks due to noise. The patient was against a revision. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.